Event description:
The pt was being fed using a pump. 330 ml of a reconstituted, powdered pediatric formula were hung, and the pump was set to deliver 50 ml/hr. 330 ml were delivered in 3 hours instead of 6.6 hours as programmed. There was no illness, injury or medical intervention resulting from the event. Following the event, the pt vomitted. No complications were noted, and the pt was fine several hours later. One pt involved.